Event description:
It was reported "charging issues, has to wiggle around the cable and place upright to get a good connection." There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.